Event description:
It was reported that a 511sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the white seal detached and fell inside the pt. It was removed by the surgeon and finished case with same device.